Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a day post operative a gastric sleeve procedure, patient had to be brought back to surgery due to bleeding along the staple line. Surgeon performed a diag lap and had to give two units blood, clip and suture the staple line to control as well as evacuate the blood.